Manufacturer narrative:
All buttons function properly however, found it was noted during visual inspection the insulin pump had corroded keypad traces. No button error alarms were noted during testing. The device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 217 mg/dl. Customer stated that she kept the pump in her bra. Customer stated that if she's sweating too much, she takes the pump off and puts it in her back pocket. Pump was not dropped or wet. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.